Manufacturer narrative:
The customer installed the whisper swivel at the mechanical test lung to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for low leak co2-rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for low leak co2-rebreathing risk had occurred. The customer stated that during preventative maintenance (pm) the s/t test failed and the error for low leak co2-rebreathing risk had occurred. The alarm was not present with .25 test adapter in place. The remote service engineer (rse) advised the customer to install the whisper swivel at the mechanical test lung to correct the issue. The investigation is ongoing.